Manufacturer narrative:
Block h6: device code a150205 captures the reportable event of difficulty to advance causing the physician to exert extra effort.

Event description:
It was reported that, during a stress urinary incontinence procedure using an advantage fit system device, the dilator deformed while it was being advanced to the patient. The physician exerted extra force while advancing the device. The procedure was completed with another of the same device. No patient complications were reported.